Event description:
Customer was treated by emergency medical services (ems) with insulin pump and hence diabetic ketoacidosis was not applicable for this case.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. This is 1 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced harm reported with no reported allegation of a device malfunction, sensor glucose vs. Blood glucose. The customer reported blood glucose value of 543 mg/dl. The customer reported hyperglycemia, elevated ketones/diabetic ketoacidosis, malaise treated with insulin pump (subcutaneous insulin infusion), hospitalization less than 24 hours. Customer reported the following led up to the event: customer was experiencing high blood glucose overnight. The event involved product(s) mmt-1884, mmt-7040a, mmt-397a, mmt-332a. Troubleshooting was performed. The customer was not using the auto mode/smart guard feature at the time of the event. The customer has been using the insulin pump system within 48hrs of reported high blood glucose event. No further patient complications were reported. The customer will continue using the device. No product return is required for mmt-1884. No product return is required for mmt-7040a. No product return is required for mmt-397a. No product return is required for mmt-332a.